Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. A review of the device's history log showed that the standard battery became depleted, then the device turned off due to loss of power. The device will be deemed beyond economic repair.

Event description:
The device was returned due to a report that the pump had read as low battery and had then shut off. The investigation identified that there was a loss of power due to depleted battery. There was patient involvement and no patient harm/adverse event reported.